Event description:
Symptoms resolved (B)(4) days after injection date.

Manufacturer narrative:
Additional data: b.5., d.6.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient ¿experienced an occlusion¿ with juvéderm® ultra plus. The office ¿dissolved it¿ and reported that it may not have been an occlusion, ¿but looked and seemed like it.¿ no further information provided.